Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's atrial lead was loose in the header. It pulled out with tugging. A revision procedure was performed to secure the lead. After proper connection was ensured, everything tested fine. The patient was stable.